Event description:
Physician questioned during post operative evaluation if a patient could have experienced breakage of a screw implanted during surgery on (B)(6) 2011. Patient will be followed radiographically.

Manufacturer narrative:
Sales rep received notification from a physician that questioned whether during post operative evaluation if a patient could have experienced breakage of a screw implanted during surgery on (B)(6) 2011. The physician's narrative states, "I question whether he did have breakage of one of his screws but I think it may be projectional in s1. There does not appear to be any cage migration. The other screw appears to be intact. I do not appreciate any displacement of the instrumentation otherwise. Again, this may be artifactual, but given the absence of pain, we will follow it radiographically." Due to the uncertainty of the device breakage, the decision was made by the physician not to explant the device. The progress of the patient will be tracked radiographically. No manufacturer lot number, part number was able to be obtained. Therefore a complete review of the product was not possible. This potential incident is the first complaint of this nature.